Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented with device exhibiting post-paced t-wave oversensing. The patient was asymptomatic. Programming changes were made during the device check.

Event description:
New information received indicated that another occurrence of post-paced t-wave oversensing was observed when patient presented to the clinic for follow-up. Programming changes were made during the device check.